Event description:
It was reported that during the laparoscopic colon resection procedure, the device did not seem to be coagulating well. The sales rep did not know if there was any blood loss. Also, the rep stated that later in the procedure, the small bowel was perforated by the active blade of the device. The procedure was then converted to open and the bowel was repaired with suture. The sales rep stated the patient is currently stable. No further information available on the patient. Additional information for surgeon: the case was a hand assisted case and the patient had to be opened anyway. This wasn't the result of the device not working. Surgeon advised that it's a non issue as far as the device goes as well.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.